Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that prior to implant, while the cardiac resynchronization therapy defibrillator (crt-d) was still in the box, a manual capacitor reform was performed and noted a charge time of 14.3 seconds. Boston scientific technical services (ts) was consulted and discussed that the charge time should not be longer than 13 seconds at full capacity. Ts advised not implanting device and to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a longer than expected charge time was recorded and that the device recorded low temperature readings prior to the longer charge time. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, charge time readings that are elevated may result. This appears to be the case with this device. The charge time did recover after the device was removed from the cold.